Event description:
Nurse was drawing bacteriostatic into 3cc bd syringe when nurse noticed there was a foreign object floating in syringe. Particle was too big to fit through plastic cannula on syringe. It was in syringe prior. Pt not involved. Spoke to MFR rep, returned syringe and bacteriostatic involved.